Event description:
The surgeon implanted an aq2003v silicone lens but the haptic tore as it was being inserted. The inicision was enlarged to remove the lens and sutures were not required. The facility stated it was unknown as to why the haptic tore. An aq fp cartridge was used but the lot number was not provided by the facility. The lot number and model of the injector were not provided by the facility.